Event description:
A pericardial effusion occurred during a procedure conducted on a patient with pulmonary atresia. This report is being submitted by baylis medical as the nykanen radiofrequency (rf) wire was one of many devices used in the procedure. During the procedure, the physician applied rf energy, which resulted in the advancement of the nykanen rf wire across the valve and target snare. The snare was used to pull the venous catheter through the pulmonary trunk and patent ductus arteriosus and into the aorta. The physician subsequently observed the patient's blood pressure dropping and an echocardiogram was completed, which indicated a possible pericardial effusion. The cause of the pericardial effusion was not known. Treatment was administered. At the time of the reporting, the physician indicated that the patient was recovering in the ICU, with no permanent sequel of perforation. The physician was happy with the function of the nykanen rf wire, and explained he would have done everything the exact same if was to do it over again, and is still unsure about what caused the pericardial effusion.

Manufacturer narrative:
Perforation is an inherent risk to this type of procedure.